Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.

Event description:
It was reported that, during a procedure, the pump pressure increased without human intervention. No further information provided. Further information requested.